Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. The conductor wires were intact and undamaged, but both pitch cables were frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, customer noted that the pk dissecting forceps instrument wire was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.